Manufacturer narrative:
The instructions for use contains information informing the user to not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Based on the results of the investigation the cause of the reported incident is consistent with unintended user error.

Event description:
It was reported the patient was unable to charge the implantable pulse generator (ipg) as the charger was lost. Subsequently, the ipg depleted and was no longer able to be charged. The ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.